Event description:
It was reported that patient experienced high blood glucose level event which was treated by using pump.

Manufacturer narrative:
E1: Patient City: (b)(6)Patient Country: Belgium.Name: (b)(6) Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.